Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76", defib fault 72", "defib pad short", and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow up report when our investigation is completed.